Event description:
Procedure: nephrectomy. According to the reporter: while trying to move the stapler out through the trocar, trocar's sleeve and obturator separated. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).